Event description:
Event description guidant received information that the lead displayed elevated thresholds. The physician had decided to remove the lead. During this removal procedure, the lead fractured and as a result the lead tip could not be withdrawn from the patient.